Manufacturer narrative:
Device evaluated by manufacturer: received one vtc/10.3 flexima regular catheter device with original product label. The product pouch including packaging card was not returned nor any of the components. No residue was present on the device indicating it had not been used. From a visual evaluation, it was found that white material was stuck to the pigtail/distal end of the catheter. Also, slight indentations were observed near the mid-working length of the catheter likely from shipping/handling. The white paper like material measured approximately 3mm in length and was at the distal end of the catheter, 6 mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking of a flexima regular nephrostomy catheter system, they noticed foreign material on the device. Approximately 2mm of foreign material was found 1-2cm from the distal tip. They used another of the same device to complete the procedure. There was no patient involvement.

Event description:
It was reported that during unpacking of a flexima regular nephrostomy catheter system, they noticed foreign material on the device. Approximately 2mm of foreign material was found 1-2cm from the distal tip. They used another of the same device to complete the procedure. There was no patient involvement.